Event description:
Lesion was located at conus branch of the right coronary artery. Coronary artery was totally occluded. Evergreen 3030 crossed lesion with some difficulty. Unit was inflated to 8 atm twice. After second inflation, heart rate increased and angiography showed dissection of right artery from mid-rca back into aorta. Pt remained conscious and was taken to surgery to repair tear. Pt was in stable condition after surgery. Physician stated that this was a complex calcified lesion and the performance of the balloon was not implicated in pt outcome. Balloon did not malfunction.